Event description:
Pt scheduled for bilateral open capsulectomies and implant exchange. Pt has had implants in for 13 yrs following breast reconstruction. The explanting surgeon was different from the implant surgeon. The pt was unaware of who the MFR was of the original implants. Upon doing the surgery the right implant was found to be ruptured and the left implant was found to be intact. The implants and any surrounding tissue was sent to pathology for routine pathology and no abnormal report came back. Since there was a ruptured implant involved when doing the procedure the facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data, other. The device was destroyed/disposed of.